Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable was kinked and sliced. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: as reported failure was not confirmed so its root cause could not be determined, however probable cause for reportable malfunctions were identified during the device evaluation is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a no image issue during reprocessing. There was no patient involvement.